Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient went in for an established visit and could not urinate, so they dropped a sample off at a later date. It was noted the patient expressed frustration with the therapy, had been turning it on and off, and was not going in for programming; the patient was currently happy with cic and had no urinary complaints. Laboratory testing of the urine culture found greater than 100,000 cfu/ml of proteus mirabilis; the clinical diagnosis was a urinary tract infection and bactrim ds bid x5 days was prescribed, but it was noted that this was not related to the device or therapy, not related to the implant procedure, and due to the patient¿s disease state. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that urinary retention was not related to the device or therapy and that the patient had a history of cic so urinated with a foley catheter. No further complications were reported/anticipated.